Event description:
It was reported that the insulin pump alarmed off no power. The customer removed the battery and it reset itself. It was stated that a new battery was inserted and it drained in a day and a half. Customer was instructed to clean the battery cap and inspect the battery compartment when; no damage or corrosion found. Customer inserted a new battery and will monitor the device. Blood glucose value is 4.9 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.